Manufacturer narrative:
(B)(4): a visual and microscopic examination identified proximal stent damage. The struts on rows 1 to 5 from the proximal edge were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated with a non bsc balloon and then a 3.00x32mm taxus liberte stent was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".